Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery (rca). A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the end tip of the device hit the externally curve shoulder side of the mid rca and was difficult to pass through. When the head went in and dilatation was performed, the balloon ruptured at 6atm. The physician said that the balloon did not dilate well because it did not enter properly. The procedure was completed with another of same device. No patient complications were reported.